Event description:
Sc t&a pack made by medline is supposed to contain 10-4x4 gauze pads. The pack came sealed with only 6-4x4 gauze pads. The pack was opened in the or for the upcoming case. A count of 6-4x4 gauze pads were found instead of the expected 10. The room and patient were double checked just in case they fell while opening the pack. The count of 6 was correct.